Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels displayed as "high" on the continuous blood glucose monitor; cause was unknown. Customer performed a supply change as well as administered correction injections and boluses to address the bg.